Event description:
It was reported that the patient died of sudden cardiac arrest; the patient had been hospitalized since the implant procedure. It was further noted that the patient was enrolled in the shock-less study, and was last seen in follow-up one week prior to death and found to have "severe dyspnea." Additional pertinent data surrounding the patient's death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.